Event description:
Additional information received indicates that the right ventricular lead was dislodged. The dislodgement was confirmed via x-ray.

Event description:
It was reported that the patient presented with heart palpitations and a right ventricular lead with an unknown malfunction. The lead was explanted and replaced. The patient was discharged from the hospital after the procedure.